Manufacturer narrative:
Investigation including root cuase analysis is in progress. A supplementa MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Surgeon reports dlk (diffuse lamellar keratitis), obl (opaque bubble layer), obl interfering with et (eye tracker), visibility issues during applanation, reproducibility of the desired flap thickness; cutting considerably thinner, with the use of plastic cone. Additional info has been requested.